Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device did not prompt to perform CPR during the rescue protocol. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation. Follow-up communication with the customer confirmed that the device operated as configured. The device was reconfigured by the customer to resolve the problem. Analysis for reports of this type has not identified an increase in trend.